Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the 4 way valve was dirty, the valve operator was stuck, the hose clamps were leaking, the o-rings were leaking, and the muffler was dirty.